Manufacturer narrative:
Concomitant products: carto 3 system mfg: m-4800-01, serial #: (B)(4). Stockert 70 system mfg #: m-5463-01, serial #: (B)(4). Cool flow pump,u.s. Ship kit mfg #: m-5491-02, serial #: (B)(4). Non bwi product - st. Jude sro sheath. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed, it was identified that 4 pieces were scraped; however, DHR shows these pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these pieces exist. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that while performing a premature ventricular contraction (pvc-rvot) procedure, the patient's blood pressure dropped and the vital signs were fluctuating. Medication was given and the patient was hemodynamically comprised. A transthoracic echo confirmed a pericardial effusion. A pericardiocentesis was attempted without success. A thoracic surgeon was consulted and the patient was taken to the or. The status of the patient was unknown. It was noted that the patient had an ablation about 6 weeks ago. Upon request, the bwi field representative provided additional information on the event. The event occurred during the mapping phase. The patient's blood pressure dropped. Several trans-thoracic echocardiograms were done. A moderate pericardial effusion was noted, which appeared to cause the drop in the patient's blood pressure. Several pressor agents were initiated. The patient was intubated by the anesthesia team. The patient was seen while in the ep lab by a cardiac surgeon prior to intubation. The decision was made to take the patient to the surgical operating room for a pericardial drainage. A transthoracic approach was decided upon by the surgeon. Approximately 200 ml of drainage was obtained. The patient did not receive any anticoagulation in the procedure. The user did not experience any difficulty in manipulating the thermocool sf navigational catheter. The sheath used was the st. Jude sro sheath. The physician believed the causality to be related to the recent rvot ablation that the patient had 6 weeks prior. The patient's updated health status is that she was stable and was discharged home.